Manufacturer narrative:
(B)(4).

Event description:
The pt was placed on a narcan drip after a pocket fill that happened due to the pump depth and the size of the pt. The physician wanted to access the reservoir to see if any drug went into the reservoir. The pt was not intubated but was on narcan. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.